Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025; UDI: (B)(4); ubd: 2023-11-11; product type catheter product ID 8596sc serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025-01-13 product type catheter; UDI: (B)(4); ubd: 2025-01-25. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml at 75 mcg/24 hour dose via an implantable pump. It was reported that the patient lost some weight and she reported that her pump was moving on her. The patient also reported that at her last pump refill, they were unable to access the catheter reservoir and it was determined it was due to the pump being flipped. The physician did open the pump pocket and found "access" catheter and it was determined that the catheter had been pulled back into the pocket due to the flipping of the pump. A new catheter spinal and pump aspect were implanted and connected to the pump. The issue was resolved at the time of the report.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 60 mcg/day) via an implanted pump. It was reported that a pump refill was attempted but they couldn¿t access the reservoir. It was determined that the pump was flipped. Surgical intervention was needed to flip the pump back to refill the reservoir. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.